Event description:
It was reported that the clinician has experienced two channel disconnects. To troubleshoot the clinician will reconnect the devices, which has worked. This was reported to bd representatives during their site visit. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information : manufacturer narrative. Root cause: the root cause for the reported issue of an channel disconnect error was not determined because no products or device logs were returned.

Event description:
It was reported that the clinician has experienced two channel disconnects. To troubleshoot the clinician will reconnect the devices, which has worked. This was reported to bd representatives during their site visit. There was patient involvement and no harm.